Event description:
The customer alleged they received questionable thyrotropin (tsh) and ferritin results on their e-module. The customer provided data for 20 patients, of which seven patients had reportable malfunctions for tsh. The first patient had an initial tsh result of 0.064 miu/l. The sample was repeated on another e-module and the result was 0.875 miu/l. The sample was repeated again on the other e-module and the result was 0.85 miu/l. The second patient, a male born on (B)(6), had an initial tsh result of 0.086 miu/l. The sample was repeated on another e-module and the result was 1.25 miu/l. The sample was repeated a second time on another e-module and the result was 1.26 miu/l. The third patient, a female born on (B)(6), had an initial tsh result of 0.067 miu/l. The sample was repeated on the same analyzer and the result was 0.005 miu/l. The sample was repeated a second time on the same analyzer and the result was 0.14 miu/l. The sample was repeated a third time on a different analyzer and the result was 0.14 miu/l. The fourth patient, a male born on (B)(6), had an initial tsh result of 0.066 miu/l. The sample was repeated on another e-module and the result was 1.04 miu/l. The sample was repeated a second time on the initial analyzer and the result was 1.01 miu/l. The fifth patient, a female born on (B)(6), had an initial tsh result of 0.009 miu/l. The sample was repeated on another e-module and the result was 0.213 miu/l. The sample was repeated on the initial e- module and the result was 0.21 miu/l. The sixth patient, a female born on (B)(6), had an initial tsh result of 0.01 miu/l. The sample was repeated on another e-module and the result was 0.07 miu/l. The sample was repeated a second time on the initial e-module and the result was 0.07 miu/l. On (B)(6) 2014, the seventh patient, a female born on (B)(6), had an initial tsh result of 0.072 miu/l. The sample was repeated on the same analyzer and the result was 1.46 miu/l. The sample was repeated a second time on another e-module and the result was 1.47 miu/l. The customer stated the correct results were reported outside the laboratory, because the mlts repeated tests on different modules on the same line or different modules on different lines. Information on whether there were any adverse events was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided. The field service representative stated that it looked like every time the system switched to a new procell bottle, discrepant results occurred. The field service representative stated the customer was seeing bubbles in the procell cups. He replaced two solenoid valves and the weigh filters and no discrepant results have occurred since. There were no more bubbles noticed on the procell cups. A performance check was done.

Manufacturer narrative:
This event occurred in (B)(6).